Manufacturer narrative:
Device history record summary: the release step combined with the absence of any deviation shows that that no element could explain these reactions: all the manufacturing steps and all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specifications.

Event description:
Healthcare professional reported the day after injection to the dark circles with juvéderm® volbella¿ with lidocaine patient developed a hypersensitivity reaction with "important edema, with periods of improving and worsening during 29 days." Patient was treated with prednisone for a week and then the medication was changed to diprospan injectable + postec 3 times a day. After 2 weeks patient was then injected with hyaluronidase for several days. Symptoms "improved only after hyaluronidase use." Patient has additionally received treatment of lymphatic drainage. The reporting physician indicates the case was considered "an immediate and prolonged reaction, with remission periods with the use of corticosteroids, without inflammation signals present during the process" and has assessed the case as "concluded."

Manufacturer narrative:
Medwatch submitted to the FDA on 11/02/2016. Allergan has initiated an investigation into this late report. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of hypersensitivity reaction and edema are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported events of hypersensitivity reaction and edema as follows: undesirable effects: "the patients must be informed that there are potential side effects associated with implantation of this device, which may occur immediately or may be delayed. These include (non-exhaustive list): inflammatory reactions (redness, oedema, erythema, ¿) which may be associated with itching, pain on pressure, occurring after the injection. These reactions may last for a week. In particular, it has to be noticed that injection in the mucous membrane may cause more oedema and bruising due to the specific physiology of these tissues. Besides, a preventative anti-inflammatory treatment by a medical practitioner can be recommended. Cases of necroses in the glabellar region, abscesses, granuloma and immediate or delayed hypersensitivity after hyaluronic acid and/or lidocaine injections have been reported. It is therefore advisable to take these potential risks into account."

Event description:
Healthcare professional reported the day after injection to the dark circles with juvederm volbella with lidocaine patient developed a hypersensitivity reaction with "important edema, with periods of improving and worsening during 29 days." Patient was treated with prednisone for a week and then the medication was changed to diprospan injectable + postec 3 times a day. After 2 weeks patient was then injected with hyaluronidase for several days. Symptoms "improved only after hyaluronidase use." Patient has additionally received treatment of lymphatic drainage. The reporting physician indicates the case was considered "an immediate and prolonged reaction, with remission periods with the use of corticosteroids, without inflammation signals present during the process" and has assessed the case as "concluded."